Event description:
Patient has had this spinal cord stimulator working quite well for about two years and more recently had a breakage/migration in her coverage and possible broken right lead with ongoing worsening of her pain. The procedure was well tolerated and she was admitted to the general care floor. The patient was discharged in stable condition to home.